Event description:
It was reported that the customer was hospitalized due to high blood glucose. Troubleshooting was performed and the insulin pump passed all testing. The customer stated that he changed the infusion set and that is when he started to have high blood glucose. The customer treated his sugar level with manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.